Event description:
I am writing you this letter of a product complaint, I've been complaining about because I already experienced several falls from the wheelchair assigned and given to me because of my many medical issues. I suffer from heart failure and had open heart surgery. On (B)(6) 2008, I've been wheelchair bound ever since. My condition has gotten worse throughout the years. I am too weak to walk or do any kind of exercise to better my condition. I am scared that this wheelchair is going to cause me a fatal accident. A little over a month ago, I was being escorted to building #2, and my wheelchair flipped over and I injured my back. Had I hit my head on the concrete floor, I may have gone into a coma and possibly died. I am on twelve different medications and one of them is a blood thinner (coumadin). I filed a grievance complaint and this administration has done nothing to change my wheelchair, medline excel xw, which is for a tall person. I'm 5'8" tall and weigh approximately (B)(6). My arms are too short for this chair and I am unable to push it myself. My accident was called in to medical as an emergency and all my vitals were taken. This time I came out of this incident not seriously hurt, but these people are just waiting for me to get hurt because when I had the second and third accidents, medical and the administration did nothing. Should something serious happen to me while in this wheelchair, I am going to hold the department of corrections and the manufacturer of medline products. Cpsc, I honestly don't know what I should do. I've been... Years and this administration is making my life impossible. I am going on (B)(6), my wife just recently passed away. Any help you can give me would be deeply appreciated. Thank you for your time and help with this matter.